Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise resulting in pacing inhibition with asystole of 4 seconds. At the time of the event, the patient was working on electronic equipment in the laboratory. No programming changes were made and the patient will be seen again in two weeks.

Manufacturer narrative:
Several attempts were made to obtain treatment plan and resolution to this complaint file without success. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise resulting in pacing inhibition with asystole of 4 seconds. At the time of the event, the patient was working on electronic equipment in the laboratory. No programming changes were made and the patient will be seen again in two weeks.